Event description:
It was reported that patient experienced extreme pain and was unable to walk. Additionally, the patient suffered from a spinal headache and uncontrolled spasms right after the spinal cord stimulator trial lead pull procedure. The patient was sent to the emergency room. Additional information received that patient still had a headache post operatively. The explanted device will not be return.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7274101, UDI: (B)(4).

Event description:
It was reported that patient experienced extreme pain and was unable to walk. Additionally, the patient suffered from a spinal headache and uncontrolled spasms right after the spinal cord stimulator trial lead pull procedure. The patient was sent to the emergency room.